Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, embolization (micro and macro), and occlusion of device or native vessel.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. The gore® excluder® iliac branch component was placed in the patient's left common iliac artery. It was reported that the patient's left internal iliac artery had been planned to be preserved. Cannulation of the patient's left internal iliac artery was attempted. Reportedly the internal iliac artery gate was inadvertently occluded with thrombus during the attempted cannulation. It was reportedly confirmed that the patient's internal iliac artery gate was occluded due to thrombus within the aneurysm. It is reportedly unknown how attempted cannulation caused the thrombotic occlusion of the patient's artery. The physician noted that the occlusion was unexpected. As the internal iliac artery could not be cannulated, it was not possible to complete treatment with the gore® excluder® iliac branch endoprostheses due to the inability of the guidewire to pass through the patient's occluded internal iliac artery gate. The gore® excluder® iliac branch component remained in the patient's left common iliac artery, and the left common iliac artery was coil embolized. Subsequent stent graft placement was performed to treat the patient's abdominal aortic aneurysm, and the procedure was completed. The patient tolerated the procedure.